Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: the output in seal & cut mode was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). This caused the tissue pad to wear out severely. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the tissue pad showed severe wear. It was speculated that the cause may have been due to the sealing and cutting output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. The definitive cause could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s ¿tissue pad seems to have melted and the metal underneath is visible.¿ the reported issue occurred two to three hours into a therapeutic hepatobiliary surgery (laparoscopic right lobectomy) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.